Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. On (B)(6) 2025, the ilet delivered 6 units of insulin in response to a usual lunch announcement while the cgm reported a bg of 100mg/dl. When the user's bg reached 70mg/dl, the ilet appropriately suspended insulin delivery. At approximately 3:00pm, the user announced a 'usual breakfast' meal announcement while their bg was 60mg/dl, prompting the ilet to deliver an additional 4.5 units of insulin. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to inappropriate meal announcements during a low bg episode, which resulted in hypoglycemia.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a nadir 40mg/dl. The event occurred after the user announced a lunch and then shortly after announced a breakfast meal while the cgm reported a bg of 61mg/dl. A family member administered nasal glucagon, and the user recovered without emergency medical services. The user understood that announcing meals during active hypoglycemia may have contributed to the event and agreed to follow guidance on future use. A factory reset was completed following the event.